Event description:
It was reported that a piece from a broken door latch spring was stuck above the upper door hinge of the pump module causing the door not to close completely. The infusion, which was programmed at 3 ml/hr (infusate unknown), alternately infused between 3 ml/hr and unregulated flow, based upon the occluder bar position. The wire was removed; the pump was re-evaluated and infused without any issue. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer declined an investigation and stated that the product will not be returned because their internal investigation identified the root cause of the event. We are unable to confirm the root cause of the customer's reported experienced of unregulated flow because the device was not returned.